Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the right ventricular lead exhibited oversensing of what appeared to be a crosstalk signal, leading to pacing inhibition. Programming changes were made and the lead remained implanted. No further information could be obtained.